Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that v60 will not power off. Device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The patient was being removed from the ventilator. No adverse outcome to patient care nor therapy. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer had to wait for the battery to become depleted before the v60 shut down. Biomed advised of possible ui board failure. The rse provided part ID for the pcba, user interface (ui) (2nd generation). Resolution and disposition are pending - investigation on going.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. A multi vendor/clinical engineering department" will handle the service call/incident. Attempts have been made to try to obtain further information about patient use but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00468. All information from the original report(s) has been transferred to this report.